Event description:
It was notified to boston scientific that, during reposition of the coil the coil prematurely detached. The catheter was well flushed and no force was used. The detached coil could be removed using a retriever catheter.